Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. While limited information was provided, it was reported by the pd nurse that the peritonitis event was directly related to poor patient hand hygiene, poor living conditions and a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis in the past, approximately one year ago. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient¿s peritonitis (date not provided) was associated with very poor hand hygiene, poor living conditions and breach in aseptic technique during pd exchange. The nurse reported the event is not related to any issues with fresenius products. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. While limited information was provided, it was reported by the pd nurse that the peritonitis event was directly related to poor patient hand hygiene, poor living conditions and a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis in the past, approximately one year ago. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient¿s peritonitis (date not provided) was associated with very poor hand hygiene, poor living conditions and breach in aseptic technique during pd exchange. The nurse reported the event is not related to any issues with fresenius products. No further information was provided.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis in the past, approximately one year ago. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient¿s peritonitis (date not provided) was associated with very poor hand hygiene, poor living conditions and breach in aseptic technique during pd exchange. The nurse reported the event is not related to any issues with fresenius products. No further information was provided.

Manufacturer narrative:
Corrected information provided in b5. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis in the past, approximately one year ago. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient¿s peritonitis (date not provided) was associated with very poor hand hygiene, poor living conditions and breach in aseptic technique during pd exchange. The nurse reported the event is not related to any issues with fresenius products. No further information was provided.